Event description:
Additional information received reported that the patient did not have concerns regarding their device of therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. It was also reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative and that the patient still had concerns with their device or therapy but had not sought further help. The patient would have appointments on (B)(6) 2015. Ever since the device had been implanted it had caused the patient so much pain in their hip. The patient couldn¿t raise their leg and believed the battery operated implant had damaged some nerves in their leg. The device caused too much pain and the device being set down their right leg, the patient couldn¿t hardly pick their leg up and their hip was still sore. It caused pressure to build up in their head, full like a blood vessel getting ready to burst, and their head hurt so bad. The device was causing so much pressure built up in their head, full like they were having a stroke. The patient couldn¿t do ¿nothing but lay down.¿ the patient went to their hcp¿s office to see the nurse to set their transmitter because they had a bad pressure headache, severe pain in their hips, shocks in their nerves, and hurting down their leg. The patient stayed there about 45 minutes and the nurse could get it set. They turned it down on the lowest setting. The patient had been to their hcp where the nurse couldn¿t set the device and the patient had to call the manufacturer to cut the device completely down. The patient was so nervous and the head hurting pressure built up so bad. The device was not working for the patient and their bladder was still leaking. For their bowels sometimes the device made it feel like they were blocked, then 5 minutes later it just came out and the patient couldn¿t control it. The patient had been sick ever since and had been feeling better since they called the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0my9y, implanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va0my9y, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their device adjusted twice. The patient had pressure in their head since they were programmed on (B)(6) 2014. It took a long time for the manufacturer representative to set their device. During programming the patient felt painful stimulation in their hip and leg so the manufacturer representative turned the device down. The patient was supposed to go back for programming 5 days later, but there had too much pain in their head that they could not get out of bed. The patient wanted the device explanted because they had too much pressure in their head. The patient could not walk some days because the stimulation caused too much pain. The patient was wet twice last night when they got up and the device was not helping their bladder. The patient informed their health care provider (hcp) of the pressure in their head and they said the stimulation would not cause that. The nurse reduced the stimulation and the pressure in their head reduced. The patient felt like they were having a stroke or a headache. The patient felt the shock waves in their head and it was causing a headache and the patient had these issues since implant. When the patient used the programmer they felt a shock in their hip and at this time the stimulation was off. The patient decreased the stimulation to 0.0v and could feel a difference already and they felt less pressure at 0.0v. The patient felt shocking and turning the stimulation to 0.0v had helped. The patient saw poor communication when trying to use the programmer and readjusting the antenna resolved the issue. When the device was implanted, the hcp had an issue of having a hard time finding the sacral nerve. The patient notified the manufacturer representative of the pressure in their head and stimulation in the wrong location on (B)(6) 2014. The patient would call their hcp to discuss the next steps. It was further reported that there was a 50 percent or greater symptom reduction. The cause of the event was not determined and reprogramming was needed. The patient¿s program was changed to 1 negative and 3 positive on (B)(6) 2014 where the patient felt stimulation in the rectal area and was no longer feeling pain. The intervention taken to resolve the event was that since the patient experienced pain down their leg from the stimulation, the program was changed so they could feel stimulation in the rectal area. The patient did not experience a loss of therapeutic effect and did not experience loss of stimulation. The patient recovered without permanent impairment.